Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The sideplates, roller, roller gear, comb and ratchet spring were worn and damaged on the device. The pretest calibration was in specification, test cut could not be performed due to damaged comb. Tier 27 aged repair was approved. The damaged and worn parts were replaced on the device. The device was tested and calibrated to specifications. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially preventative maintenance was needed. Later, it was noticed that the unit required repair. Per the repair report, the sideplates, roller, roller gear, comb, and ratchet spring were worn and damaged on the device. The pretest calibration was in specification. Test cut could not be performed due to damaged comb. The damaged and worn parts were replaced on the device. No adverse events were reported as a result of this malfunction.